Manufacturer narrative:
(B)(4). The product was received for manufacturers laboratory investigation. A performance test in the qa laboratory was performed. During investigation a tightness test was performed. Leakage at the temperature sensor on the blood outlet connector was noticed. The temperature sensor was screwed-on very tight. During visual inspection a crack was noticed, which proceeds over the luer lock of the temperature sensor and the connector. Through the crack, fluid was able to flow down to the gas outlet port. That could give the impression that the leakage came from gas outlet port. Based on the available information and the investigation results obtained the reported failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 09:33 am (gmt-5:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k132829.

Event description:
Description from the customer report: leakage from gas outlet port occurred. It was held to exchange the membrane and there was no injury to the patient. (B)(4)